Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation, the cable connecting ECG c and d to the distribution node (dn) was pulled from the dn. The brown, green, and violet wires within that cable were broken, which caused the reported messages. The root cause for the damaged cable and broken wires could not be positively identified, but was likely physical abuse. No adverse event resulted from the damaged cable and broken wires. The pt was issued a replacement electrode belt.

Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt was experiencing check belt messages. The pt was issued a replacement electrode belt.